Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. DHR was completed and the following fields were updated: lot number: s-10e1325; expiration date: 24-may-2014; approximate age of device: 33 months; device manufacture date: 30-jun-2010.

Manufacturer narrative:
(B)(4). Device serial number remains unknown. Device was received by (B)(4) office for decontamination and is waiting for repacking and shipment to the u.s. Evaluation laboratory. Follow up report will be submitted if new information is received.

Manufacturer narrative:
Customer report of rigid leaflets due to pannus was confirmed. Heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 11mm. Heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 9mm. Host tissue was heavy at the stent outflow and moderate at the stent inflow. Host tissue fused leaflets 1 and 3 at commissure 1 by 5mm, leaflets 1 and 2 at commissure 2 by 7 mm and leaflets 2 and 3 at commissure 3 by 9mm at the inflow aspect. Host tissue fused leaflets 1 and 3 at commissure 1 by 2mm at the outflow aspect. It also restricted mobitliy in the leaflets which may lead to stenosis. Sewing ring near commissure 2 on inflow aspect also appeared to be cut. No inconsistencies detected in the x-ray as the wireform is intact. Method: x-ray. Conclusion: the product evaluation confirmed the customer's report of explant due to 'rigid leaflets' resulting from host tissue overgrowth which may have contributed to the severe regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Reportedly, the device was explanted after a duration of approximately 2 years, 3 months due to severe regurgitation. Through follow up, it was learned the patient has noonan syndrome. Patient started to feel breathless after 6 to 12 months and was monitored. When it got worse, they reoperated and during the operation the surgeon noticed the leaflets were rigid and not moving. According to the surgeon the leaflets became rigid and would not open or close; there was pannus overgrowth on the side. The (B)(4) authorities [(B)(4)] received this incident notification and forwarded to edwards for investigation. Per the adverse incident report received: a patient in her 4th decade underwent complex revision surgery for congenital heart disease 2.5 years ago. This consisted amongst others of a valve implantation in pulmonary position. The bioprosthesis used for this purpose was a perimount magna ease valve. Within a 2.5 years' period she developed severe prosthetic regurgitation, requiring another revision surgery. Patient became more breathless and required surgery. Patient required repeat surgery and at explant the leaflets of the prosthesis appeared fibrosed and fixed in position. The valve was replaced and will be returned.